Event description:
This is a spontaneous case report received from a medical doctor in united states on 11-dec-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. On (B)(6)-2014 essure (fallopian tube occlusion insert) was inserted with lot number b53029 for contraception. Pregnancy was denied. On (B)(6)-2014, physician was aware that essure placement was not correct, with possible perforation. On (B)(6)-2014 essure was removed via laparoscopy. Ptc (product technical complaint) investigation result received on 19-dec-2014. The ptc global number for this report is (B)(4). Final assessment: essure removal should be performed as follows per product IFU: a cornual resection of the proximal fallopian tube will be required if the micro-insert is properly located across the uterotubal junction (utj). An essure micro-insert that has been improperly placed or has migrated beyond the utj should be removed with traditional linear salpingotomy or salpingectomy accomplished via laparoscopy or laparotomy. Probable causes for essure micro-insert removal - 1) physician inadvertently deployed micro-insert in the uterine cavity and not into the tube, 2) physician determines the micro-insert is inaccurately placed in the fallopian tube, 3) unusual uterine anatomy and/or inadequate visualization leads to a misplaced micro-insert. Important: if the micro-insert was inadvertently deployed in the uterine cavity and not into the tube, the micro-insert should be removed from the uterus and another attempt made at microinsert placement in the tube. Warning: micro-insert removal should not be attempted hysteroscopically once the micro-insert has been placed. The only exception is during the actual placement procedure when removal may be attempted if 18 or more coils of the essure microinsert are trailing into the uterine cavity. Because of micro-insert anchoring, however, removal may not be possible even immediately after placement. Attempted removal of a micro-insert having less than 18 coils trailing into the uterine cavity may result in fallopian tube perforation or other patient injury. Micro-insert removal should only be attempted if a patient is experiencing an adverse event(s) with the micro-insert or if she demands micro-insert removal. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Removing the essure device via medical intervention is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure placement was not correct, with possible perforation. This event, interpreted as uterine perforation, is serious due to medical significance and it is listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case it was reported that 4 months after essure insertion the physician was aware that essure placement was not correct, with possible perforation. Therefore, given the nature of the reported event a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required intervention for essure removal. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of product. Follow up information (perforation questionnaire) are expected.

Manufacturer narrative:
Essure perforation questionnaire received on 02-feb-2015 from physician: the patient´s height was (B)(6) and weight was (B)(6). Her concurrent condition included overweight. The patient´s medical history included gravida 5, parity 4, one spontaneous abortion and a c-section. She had a history of use of iud that was removed at time of essure procedure. Essure was inserted with lot number b53029 (expiration date 31-jul-2016). She was not post-partum at the time of essure insertion. During procedure, cervical dilation, sounding and general anesthesia were done. Marcaine 25% with epinephrine and toradol were used as analgesia. The insertion was considered easy on left side. On right side, a tubal spasm occurred (then toradol 30mg, hysteroscopic, fluid drained and essure easily placed). The visualization of tubal ostium was considered easy. Fluid loss was less than 1500cc. After insertion, patient used condoms as back-up contraception. On (B)(6) 2014, hsg was done and showed incomplete occlusion of right fallopian tube. Right essure wire was curled upon itself and appeared to be outside fallopian tube. A complete unilateral right cornua perforation (the previous reported event essure placement was not correct, with possible perforation was updated) was seen. She presented with rlq pain. No other organ or intra-abdominal structured was perforated. Physician denied that perforation occurred during sounding, cervical dilation, during hysteroscopy, before or after deployment. On (B)(6) 2014, essure was removed because it was medically necessary. It was removed by laparoscopy/hysteroscopy and pain resolved. During surgery, it was found that essure was embedded in the right cornua (uterus). Hysterectomy and salpingectomy were not necessary. The patient recovered from essure removal procedure and symptoms resolve after surgery. According to the physician, the pain was caused by essure embedded in uterus. Patient had healed at the time of report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and a complete unilateral right cornua perforation occurred (previously reported as essure placement was not correct, with possible perforation). This event is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, a tubal spasm occurred on the right side during the insertion. After treatment with toradol, essure was then easily placed. Four months after essure insertion, the hysterosalpingogram showed a complete unilateral right cornua perforation. Essure was removed through laparoscopy/hysteroscopy because it was medically necessary. After removal, the pain, which the physician considered to be caused by essure embedment, resolved. Considering the positive temporal relationship and also that a tubal spasm might have render the insertion difficult, the uterine perforation is considered related to essure. This case was regarded as incident due to the required intervention for essure removal. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.